Event description:
Hosp staff were treating a pt and attempted to deliver external pacing therapy. Reportedly, the pacing connector pulled out of the device during use. A back-up device was obtained and treatment was continued. The pt was not resuscitated. The reporter stated that the reported malfunction did not cause or contribute to the pt's outcome. The statement was based on the availability of a back-up device.